Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. It was noted that there was no flush system attached. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name - (B)(6). Occupation - administrator/supervisor, manager. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extracorporeal tubing was returned cut in two parts. (B)(4) kinks were found on the catheter tubing approximately 37.6cm and 76.5cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 17.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a